Event description:
The surgeon reported that leakage had occurred from the back side of the vitrectomy cassette when removing it off the console after a surgery. No patient harm was reported. No additional information is expected.

Manufacturer narrative:
A sample has been received by a company associate but has not yet been evaluated. Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).